Event description:
Essure coils were implanted (B)(6) 2011; hsg performed (B)(6) 2011; symptoms began approximately (B)(6) 2011. I began experiencing severe cramping, irregular menstrual periods and irregular menstrual flow w/ blood clotting from heavy flow to light flow w/ longer duration of cycle. Depression worsened w/ memory loss, loss of concentration and focus. Tingling, numbness, burning sensation in both legs particularly the right leg. Had problems with pelvic pain on both sides. Sexual intercourse was painful. I begin to have unexplained rashes which spread on my neck, shoulders, and upper part of my chest that would not clear up. I had severe bloating and excessive belly protrusion with no successful weight loss. I have suffered with hip pain, back pain, muscle and joint aches. I had problems standing for periods of time and walking due to pack pain, leg pain, and pelvic pain. My feces had an odd metallic odor smell that I noticed a few months after essure was implanted. Constipation had worsened. Menstrual cycle would come one month, miss the next, then come two times in one month. The worst part about this whole event is that the physician never conducted a nickel allergy for me or asked if I was allergic. I wanted a tubal ligation and was talked into essure because "we don't do tubal ligations anymore unless you have had a baby." I felt that was my only option since I no longer wanted to have children. Today, I am one week hysterectomy post-op which was the best medical decision I have made in a while complimentary of essure.